Event description:
It was reported that the atrial lead had out-of-range impedance measurements. The lead remained implanted and the patient would be reassesed in one month.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.